Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a misspike occurred when a patient tried to connect a uv flash disconnect y-set with the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 associated with this event.